Manufacturer narrative:
Big wheel brake linkage.

Event description:
It was reported by service report that the big wheel pedals were 180 degrees from the normal position (upside down). The brakes could not be fully set from the head or foot end pedals. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.